Event description:
According to the op report, this valve was explanted due to endocarditis. Following explant, a "larged subannular periaortic abscess" was observed and myocardium was removed". A sjm 21afhpj-505, was "successfully implanted", however, following re-warming, the pt became hemodynamically unstable and an intraortic balloon pump was inserted. The pt's bp and cardiac output continued to "dwindle". The pt arrested, CPR performed, however, the pt expired. The op note states the cause of death as "bacterial endocarditis with periaortic myocardial abscess and aorto-ventricular discontinuity".